Manufacturer narrative:
The facility reported that the cannula did not dislodge from the silicone sleeve however when the device was received the inner cannula was protruding through the irrigation port. At this time no further information is available.

Event description:
During cataract surgery the surgeon experienced a capsule tear. A vitrectomy was required.